Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was removed due to infection. No other info was provided. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.